Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The tissue pad of the subject device worn but not separated. As a result of evaluation of omsc, there was no malfunction which caused or might cause the tissue pad to fall inside the patient.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc). The exact cause has been under investigation. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During a laparoscopic assisted distal gastrectomy, the subject device was used. After more than 30 minutes since the surgery began, the tissue pad of the subject device was worn and separated, and seal & cut short circuit error occurred frequently. The intended procedure was completed with another device. There was no patient injury reported. This is the report regarding the separation of the tissue pad.